Event description:
It was reported that during a case, the image went blank and the dl console froze. The cursor became an hourglass. Customer reportedly had to hit the emergency off button to recover and continue the case. No pt injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.